Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of approximately 50 mg/dl. No information was provided regarding how bg was addressed. The customer was instructed to consult with healthcare provider regarding bg level.